Event description:
It was reported that the patient experienced a return of urgency the last couple of days. In response the patient increased her amplitude. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0228129v, implanted: (B)(6) 2002. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient. (B)(4).